Manufacturer narrative:
Qc was performed before the event, but no data was provided. The customer was intermittently getting noise errors for crem. Hotline advised customer to check for reagent for signs of precipitation, but no precipitation was observed by the customer. A field service engineer (fse) was dispatched: the fse replaced the reagent with a different lot. The fse performed calibration and run a precision test on creatinine. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer reported that a high creatinine (crem) result of 1.4mg/dl was generated by the synchron lx20 pro clinical system. The customer repeated the test twice and obtained lower results of 0.5 and 0.6mg/dl. The erroneous result was not reported out of the lab. Patient treatment was not affected.